Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-8416-50 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had high impedances postoperative. The physician believed that impedances were anatomical. The patient underwent a full system replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient had high impedances postoperative. The physician believed that impedances were anatomical. The patient underwent a full system replacement procedure and was doing well postoperatively.

Manufacturer narrative:
: Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500 model: sc-8416-50 serial: (B)(4). Batch: (B)(4).